Event description:
Pt went asystolic at 1159. Pt received one ampule epinephrine and cardiopulmonary resuscitation. Ventricular pacer wires attached to a sequential pacer, ventricular ma at 20, pace light flashing at top of pacer; no pacer spikes; no ventricular capture. Pacer sent to biomed and on to medtronic.